Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-02156. The pt received his scs system, including two percutaneous leads (of the same lot) and an ipg, on (B)(6) 2005. It was reported the leads were explanted and replaced due to invalid impedances on all contacts. During the revision, the physician noted scratches on the ipg can. As a result, the physician elected to explant and replace the ipg as well. The explanted products were discarded by the facility. F/u on the pt found no further issues reported.